Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 18, 4 and 4mmol/l within a six minute timeframe. There was no report of death, serious injury or mistreatment.